Manufacturer narrative:
We have received the complaint device for evaluation. We observed excessive necking of the catheter lumen. As a result, we were unable to inflate the balloon. The total catheter shaft was measured to be 51.7 cm. We did not observe any damage to the balloon. Both of the ligatures were held in place properly. During our in-process inspection, we have also tested a sample of over-the-wire embolectomy catheters from this lot number. The balloons of these catheters were pull tested to their validated parameters. After the test, the balloons and ligatures of these catheters were inspected. All of the balloons inflated properly and deflated within their acceptable time limit. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU clearly/ appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material (eg. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
The balloon of the tuftex over-the-wire failed to deflate when the surgeon attempted to deflate it inside the patient's vessel. As a result, the balloon ruptured when he attempted to remove the catheter through the introducer. He had made two passes before encountering this issue and both times the balloon deflated properly. There was no harm to the patient because of this incident.